Event description:
Reporter alleged discrepant back to back blood glucose results of 348, 256, 98, & 177 mg/dl, when all tests were performed within 10 minutes on the aviva system. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.